Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was over infusing. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that the alaris pump continued to fill the chamber at a fast rate despite being paused.

Manufacturer narrative:
Additional information: material number was reported as unknown. Material found during investigation, 2420-0007. Device evaluation: the customer reported the infusion rate was too fast and returned one tubing set and CT photo scans of material unknown, lot unknown. Upon initial visual examination, the set had no defects or abnormalities. The returned photos from the customer do show that one of the wall thickness measurements taken of the silicon were out of specification. The CT scan provided is not enough to verify the failure, and bd will need to conduct testing on our own validated equipment. The set was tested with an infusion at 100 vtbi for 30 minutes. The infusion was measured with a graduated cylinder, and 30 ml of water was infused, as expected. The sample showed no issues. The complaint of flow issues could not be replicated by the sample. The silicon tubing of the set, was then sent to another bd location for dimensional analysis using a nikon nexiv vmz-r3020. The analysis found the tubing (at 8 different areas of the silicon) to be within the correct specifications. In addition, the smart site identification on the sample helped to find that the sample was material 2420-0007, and a potential of one of 8 different lot numbers. These lots were then related to the supplier of the silicon tubing, who provided a measurement audit on these lots, plus lot data from the past 12 months. This ended up with 67 total silicon lots and their measurements, all of which were within dimensional specification. The dimensions mentioned in this investigation pertain to the silicon wall thickness minimum and maximum in inches. The complaint of flow accuracy could not be verified. The root cause for the issue of flow accuracy could not be defined without a replicated failure. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
Material number was found during investigation.